Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation by a field representative did not take place since the site reported that the issue was resolved following a system restart. No parts were replaced or returned and no further issues were reported.

Event description:
A site representative reported that the imaging system was stuck on the 'system booting' screen. There was no patient present when this issue was identified.